Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed during review of the device's history log. The device was put through extensive testing without duplicating the report. The device's lcd display board was replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer. The accessories used at the time of the event were not returned for evaluation. Analysis for reports of this type has not identified an increase in trend.